Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and review and provided imaging. Imaging review confirms a tilt of 17deg in reference to the lumen of the ivc. However, given the configuration of the injectable dilator, the angle of the filter could have been predicted. Furthermore, the imaging review confirms tilt on follow-up x-rays in reference to the spinous processes (20deg) and in references to the anterior margins (22deg). Tilt should be measured in reference to the longitudinal axis, though. In this case according to the image review, a venogram was not performed in the lateral projection, why the correlation between the anterior margins of the vertebral bodies and the true course of the ivc is not confirmed. The right lateral tilt of 22° calculated from the x-ray is an overestimation as ivc does not mirror the course of the posterior spinous processes, as confirmed on the venogram. The root cause for the reported filter tilt is thus concluded to be user technique. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 28.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect® filter (lot # e3439858) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 29.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.5 degrees. On (B)(6) 2016 post-procedure x-ray (day of procedure): site: filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 21.7 degrees and 24.8 degrees in the oblique view. Patient outcome: the patient was discharged on (B)(6) 2016. No additional follow-up visits or adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 28.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect® filter (lot # e3439858) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 29.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.5 degrees. On (B)(6) 2016, post-procedure x-ray (day of procedure): site: filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 21.7 degrees and 24.8 degrees in the oblique view. Patient outcome: the patient was discharged on (B)(6) 2016. No additional follow-up visits or adverse events have been reported.